Manufacturer narrative:
Zimmer biomet complaint (B)(4). PMA/510(k) number: k011028, k013227. Device was not returned.

Event description:
It was reported that a fixture mount could not be removed from the implant (tsvb10). Implant was never implanted. Procedure was completed with another implant. Tooth location 14.

Manufacturer narrative:
The impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 14 (universal) and was not placed. DHR review was completed for the subject lot number 1223074. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1223074) for similar cause and no other complaint was identified. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (stuck mount) or product (tsvb10). Therefore, based on the investigation, device malfunction could not be verified and the reported event was non-verifiable. A definitive cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.